Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. The rep found that the back of the on/off key switch was loose. When touched, the system would shut down. The rep tightened the set screws which resolved the problem. The imaging system then passed the system checkout and was operating as intended. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) and mobile view station (mvs) were not communicating. The site stated that the system would shut off or lose communication with the mvs when the umbilical would bump into anything. There was no patient present when this issue was observed.